Event description:
It was reported that the patient's bilateral dbs ipg's had reached end of service. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg's were explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of bilateral dbs ipg replacement; eol was reported to abbott. The patient underwent a bilateral ipg replacement due to normal battery depletion. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.